Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose values were 400mg/dl and 377mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also mentioned about getting no delivery alarm which was resolved by changing complete set. Insulin pump will not be returned for analysis. The reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.